Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. Subsequently, a power source alert occurred and the battery gauge was fluctuating. Reportedly, the customer continued to use the pump for insulin therapy and continued to use current charging supplies. Reportedly, the customer declined further troubleshooting. The customer¿s blood glucose was 146 (mg/dl).